Event description:
It was reported that a balloon was ruptured. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no patient complications reported post procedure.